Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 194, 146 and 162 mg/dl. The customer mentioned the results were erratic, however, she stated she was testing with the same blood drop. The customer was instructed on proper way to run a back to back, and she was no longer concerned with the difference in the results, more so about the high readings. The customer's expected fasting blood glucose test result range is 90 - 105 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer as customer was not fasting at the time. The product is stored according to specification. The test strip lot manufacturer's expiration date is 10/31/2018 and open vial date is 08/15/2017. The meter memory was reviewed for previous test result history: 1:118mg/dl (B)(6) 2017 06:13 pm fasting:yes. 2:162mg/dl (B)(6) 2017 06:11 pm fasting:yes. 3:146mg/dl (B)(6) 2017 06:07 pm fasting:yes. 4:194mg/dl (B)(6) 2017 07:03 pm fasting:yes. 5:104mg/dl (B)(6) 2017 05:46 am fasting:yes. Memory concerns:customer is concerned with high fasting results 194, 146, 162, and 118mg/dl.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 194, 146 and 162 mg/dl. The customer mentioned the results were erratic, however, she stated she was testing with the same blood drop. The customer was instructed on proper way to run a back to back, and she was no longer concerned with the difference in the results, more so about the high readings. The customer's expected fasting blood glucose test result range is 90 - 105 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer as customer was not fasting at the time. The product is stored according to specification. The test strip lot manufacturer's expiration date is 10/31/2018 and open vial date is (B)(6) 2017. (B)(6).